Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, episodes of sustained vt and non-sustained vt were observed. There was intermittent undersensing of pvc prior to onset of tachyarrhythmia. Programming changes were made.